Manufacturer narrative:
The technician found a screw broken inside the side rail arm and the bushing/roller guide was missing. The technician replaced the parts to repair the stretcher.

Event description:
Alleges the right side rail will not latch in the upright position. Stretcher was found in storage. No injury was reported.